Event description:
It was reported that: "patient was intubated without any difficulty. Prior to intubation, et tube was checked and the cuff was working. However, shortly after intubation, patient started to have leak. Balloon attached to the cuff showed low pressure. We tried to put air in it but leak persisted. We had to take this tube out and put a new tube in. This one went without any difficulty as well. This time we did not have any problem with the cuff leak. There was no reported patient harm or consequence.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.